Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. 626527) for permanent contraceptive tubal implant. The patient had a medical history of menometrorrhagia, umbilical hernia, discomfort, post coital bleeding, vaginal bleeding and stress urinary incontinence. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2019, 4109 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy essure removal). The reporter considered medical device removal to be related to essure administration. The reporter commented: right fallopian tube with 2 coils visible after release and left fallopian but with 3 coils visible after release. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2008: impression: successful bilateral tubal occlusion. Findings: bilateral essure occlusion devices are noted in good position. No spill of contrast from the fallopian tubes is demonstrated [pathology test] on (B)(6) 2019: specimen: cervix and uterine wall remnants. Clinical information: menometrorrhagia procedure: laparoscopic assisted vaginal hysterectomy lot number: 626527 manufacture date: 2008-10 expiration date: 2011-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. 626527) for female sterilization. The patient had a medical history of menometrorrhagia, umbilical hernia, discomfort, post coital bleeding, vaginal bleeding and stress urinary incontinence. On (B)(6) 2008, the patient had essure inserted. On 31-jul-2019, 4109 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy essure removal). The reporter considered medical device removal to be related to essure administration. The reporter commented: right fallopian tube with 2 coils visible after release and left fallopian but with 3 coils visible after release. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2008: impression: successful bilateral tubal occlusion. Findings: bilateral essure occlusion devices are noted in good position. No spill of contrast from the fallopian tubes is demonstrated. [Pathology test] on (B)(6) 2019: specimen: cervix and uterine wall remnants. Clinical information: menometrorrhagia. Procedure: laparoscopic assisted vaginal hysterectomy. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.